Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation to show a causal relationship between the event and the liberty cycler or cycler set. Additionally, there is no allegation of a machine malfunction or cassette leak related to this event. The etiology of the peritonitis is unknown and it is unknown if the patient followed proper aseptic technique during set-up for pd therapy. Based on available information the cause of the peritonitis is not confirmed, however, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had peritonitis. The pdrn reported that the patient¿s pd effluent was cultured, but the results were unknown. The patient¿s white blood cell count was 2865 (units unknown). The patient was treated with vancomycin 2 grams and ceftazidime 1 gram intraperitoneally (frequency and duration unknown). The patient was treated in the clinic and did not require hospitalization. The patient was able continue pd therapy on the liberty cycler with no reported issues. The cause of the peritonitis is unknown. The patient was recovering.